Event description:
It was reported that during testing conducted at the MFR, the drill would activate before the foot pedal was fully depressed. This event did not occur in a surgical environment, so there was no pt involvement. No user injury wads reported and no other adverse consequences were alleged with this event.